Manufacturer narrative:
This supplemental report is being submitted to provide the results of device evaluation and the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the investigation results and the information provided, it could not be definitively determined what foreign object remained in the device. There was no damage to the area where the foreign material was detected, and reprocessing was performed according to the instructions for use (IFU). However, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use: the instruction manual operation manual¿ evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a clogged nozzle (foreign material exiting from the air/water nozzle). The issue occurred during an unknown diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.